Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis also found the following: the instrument's grip tips were bent. One grip is bent, causing side to side misalignment of the grips. There was a .098 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. The instrument's distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was noted that a frayed cable was observed on the maryland bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.